Event description:
A malfunction was reported by the caller involving the tandem pump, specifically malfunction 199 as indicated by the displayed malfunction 0 code. There was no adverse impact to the customer's blood glucose level. The caller experienced at least three occurrences of this malfunction on the pump. The customer will use multiple daily injections as a backup therapy to ensure uninterrupted insulin delivery.